Manufacturer narrative:
The pump was unable to communicate with care link pro software due to a problem isolated to the mother board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No external ram crc or unexpected restart alarms noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump had a displayable history alarm in the alarm history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received history check failed alarm. The customer also mentioned unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarm. The customer stated that the insulin pump was stored without a battery. The customer declined to troubleshoot for unexpected restart alarm and external ram error alarm. The insulin pump will be returned for analysis.